Manufacturer narrative:
Other applicable components are: product ID 3093-28 lot# v866628 serial# implanted: (B)(6) 2009 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative (rep). It was reported that patient would continuously leak and device wasn¿t working. Rep indicated patient had her lead checked several times with another healthcare provider (hcp) in the practice. Rep also checked impedance on the day of revision surgery. Patient reported a complete lack of efficacy with the battery and she wanted to get it replaced and revised. Rep stated patient had lead revision and battery replacement due to decrease battery life. It was noted that the issue was resolved at the time of the report. Rep also provided that patient is in a group home and clearly has some mental health issues. The indications for use for this patient were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. There were no further complications that have been reported as a result of this event.